Event description:
It was reported that the lead was explanted and replaced due to high hv lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 64.3cm from the distal tip was returned for anlaysis. Externalized conductors due to internal insulation abrasion were observed at 12.5-14.6cm from the distal tip. The etfe coating was intact. Internal insulation abrasions under the svc shock coil were noted at 21.0-22.8cm, 21.6-22.3cm, and 22.5-24.2cm from the distal tip. The etfe coating was intact at these locations.